Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter read inaccurately high compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately at an unspecified time on (B)(6) 2015, when she obtained an alleged inaccurately high blood glucose result of 500 mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She claimed that between 30 minutes and 1 hour later, she developed symptoms of ketones. She reported that novalog [insulin] 13 units on top of 11.65 on pump was administered by a non-hcp. She also reported that she obtained a blood glucose result of 200 mg/dl on another unspecified device.during troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the test strips had been stored correctly. However, the patient was unable to walk through a control solution test to test the meter and test strips. Replacement products were sent to the patient. This complaint was initially ruled out as a reportable event due to the following conclusions: although the patient developed symptoms suggestive of hyperglycemia, there was no indication that the subject meter caused or contributed to this injury as the patient's symptoms correlated